Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn (B)(6)) displayed an "adjust lifeband" message. Based on the functional testing and the archive data review performed at zoll, the platform displayed the user advisory (ua) 45 (not at "home" position after power-on/restart) error. The root cause of the ua45 advisory message was that the driveshaft was not in the "home" position, most likely attributed to unintended user error. User advisory (ua) 45 is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (ua) 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The archive data shows multiple ua45 error messages occurred on the reported event date which was likely the root cause of the displayed "adjust lifeband" error message, thus confirming the reported complaint. During functional testing, a ua45 error message was displayed upon powering up the platform. The driveshaft was rotated to the home position to clear the ua45 error message. Performed belt switch assembly test and verified it was within the specification. Following the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During patient use, the autopulse platform (sn (B)(6)) displayed "adjust lifeband". The customer adjusted the lifeband with no success. The customer performed manual CPR. The patient's status is unknown.